Manufacturer narrative:
(B) (4).

Event description:
Starting a couple of weeks ago, the pt was having seizures. The pt had two in the past week. During the seizures, the implantable neurostimulator was on. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.